Event description:
The customer contact reported that during testing at the user facility, the device did not deliver a dose when the bolus button was pressed. It was reported that the gemstar bolus cord was connected to a test gemstar pump. It was reported after the button on the bolus cord was pressed, the pump did not deliver a dose. There was no reports of any adverse pt events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.